Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 105mm thoracic aortic aneurysm. A cta performed 3 days later, indicated distal migration of the proximal stent graft of approximately 2.2 cm along the greater curvature of the transverse aorta. A type ia endoleak was noted on repeat cta. A secondary procedure was performed a further 3 days later and the patient received a proximal extension of a 40 x 40 x 182 free flow device to the level of the left common carotid without any issue. This resolved the event. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information: corelab review of CT imaging from 5 days post-index procedure dentified a type ia endoleak. There was no stent fracture, stent ring detachment or stent ring migration observed. The maximum aortic diameter measured 104mm. It was noted that the image was not assessable for aortic enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported migration could be confirmed on the films provided; however, the cause of the event could not be fully determined. A pr oximal type ia endoleak could not be confirmed or ruled out on the still images provided. Procedural angiogram videos showing endoleak interrogation were not received for a thorough analysis of the event. It is possible that the acute angulation and narrowing observed at the aortic arch was a contributing factor in the migration of the stent graft device. Analysis of the returned still angiograms did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.